Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Later reported "the risk of developing a new cancer, after patient already had one, caused a strong mental stress...skeletal muscles attached to the outside of the capsule without increased inflammatory infiltrate¿ and ¿multinucleated giant cells of foreign body type can be detected in the capsule¿ " device has been explanted and replaced with non allergan device.

Event description:
Patient is reporting rupture right side (diagnosed by MRI). Later reported "the risk of developing a new cancer, after patient already had one, caused a strong mental stress...skeletal muscles attached to the outside of the capsule without increased inflammatory infiltrate¿ and ¿multinucleated giant cells of foreign body type can be detected in the capsule¿ later reported "actual diagnose is right device rupture", "histology: implant capsule of the right side with chronic fibrosing and resorbing inflammation and foreign body reaction, appropriate to the implant rupture." "Removal of device with excision of capsular contracture" device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6, h10. Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Adhesion: unable to observe since it is not related to the device. Granuloma: creases observed on the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Later reported "actual diagnose is right device rupture", "histology: implant capsule of the right side with chronic fibrosing and resorbing inflammation and foreign body reaction, appropriate to the implant rupture." "Removal of device with excision of capsular contracture".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient is reporting rupture right side (diagnosed by MRI). Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.